Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the evaluation found the universal cord was dented, the connection between the bending part and connecting tube was detached due to the deformed bending tube, the bending section cover adhesive was broken, and waterproof failed due to a pinhole in the bending section cover. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the bending part of the evis lucera ultrasonic bronchofibervideoscope was leaking. The issue was found when preparing the scope for use in a diagnostic. The procedure was completed using a similar scope. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found coating on the connecting tube was peeled off. The report is being submitted due to peeled coating on the connecting tube found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to stress or handling of the device. Olympus will continue to monitor field performance for this device.